Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no video image displayed on screen due to failure of the charged coupled device (ccd). Since the ccd failed the leak test, it is likely that flood inside occurred and the electric circuit was destructed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. It was found that the image was not displayed. It was also found that the device failed pressure leak test next to the control unit head. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, hd autoclavable camera head had no video image displayed on screen. The issue was found during preparation for an unknown diagnostic procedure. The procedure was delayed by 10 minutes and was completed with a different camera head. There were no reports of patient harm.